Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-july-2021, it was reported by the patient that 12 infusions set fell off within 48 hours of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Device 12 of 12.